Event description:
It was alleged that the left linkage stopped working, causing a medium priority alarm on the surgeon console. This is not a recoverable alarm and the procedure was converted to manual laparoscopic approach. No harm was reported in relation to this event. The reporter (distributor) provided a reading of difference between two position sensors, which exceeded the maximum allowable, and a photo of the malfunctioning part of the left hand controller arm. The malfunctioning part was replaced by the distributor. At the time of this report, no further information has been provided.

Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulation 803. The device was inspected by the distributor. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injury.